Event description:
The manufacturer received information alleging a ventilator was alarming for a low inspiratory pressure condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed and the device's overhead blower filter was found to be contaminated. The device will be returning to the customer unrepaired as per the customer request.